Manufacturer narrative:
Pt code: (B)(4) - was used to report the non-specific cardiac event for which there is no code available. This is one of two device reports related to the same event. Additional info has ben requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.